Event description:
The event occurred on an unspecified date and involved lifecare pca infusion pump. The customer reported that the pump turned off during patient use, it was not plugged in and the pump lost power. There was no patient harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Manufacturer narrative:
Gcm reported a complaint from the customer stating, that "pump was not plugged in and lost power during infusion." The device was not returned to the service hub for evaluation and analysis. Without the return of the pump a comprehensive failure investigation cannot be performed and a cause cannot be determined. A 12-month service could not be performed because no serial number was provided.